Manufacturer narrative:
H10 h3, h6: the device, which was used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the coban material was deteriorated. The process used during the manufacturing timeframe created a reduced coating weight on the coban. A supplier preventative action has been issued to address this failure. A review of the manufacturing records found that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. The risk management files contain the reported failure mode. No update required. Instructions for use contains recommendations and precautionary statements for proper use of product. Further investigation into the reported failure will be conducted to determine if additional actions are required.

Event description:
It was reported that during the arcr procedure, the bandage could not be peeled off firmly and was broken when it was stretched. No delay and a back up from a competitor was used to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.